Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging of hospitalization for legionella due to an everflo device. There was no patient harm or injury reported. The device has not been returned to the manufacturer.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.